Manufacturer narrative:
Manufacturer name, city and state to (B)(4) site.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to inspect the architect c16000 analyzer, serial number c1601171. The fsr reported finding the sample probe "covered in separator gel from a sample tube". The sample probe was replaced and the sample wash cup was cleaned. The integrated chip technology (ict) module was then recalibrated. Subsequent instrument operations were acceptable. No returns were available from the customer site for this evaluation. An instrument service history review revealed no additional erratic or discrepant results reported on c1601171, nor did it identify any service issues that may have contributed to this issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following discrepant electrolyte results generated on an architect c16000 analyzer: (B)(6): initial sodium result of 164 mmol/l that retested at 139 and 139 mmol/l; initial potassium result of 5.5 mmol/l that retested at 4.3 and 4.3 mmol/l. Creatinine and ldh results were normal. (B)(6): initial chloride result of 132 mmol/l, retest of 107 mmol/l; initial sodium of 152 mmol/l, retest of 142 mmol/l. (B)(6): initial sodium result of 163 mmol/l, retest of 137 mmol/l. (B)(6): initial potassium result of 7.1 mmol/l, retest of 4.2 mmol/l; initial sodium result of 145 mmol/l, retest 140 mmol/l. (B)(6): initial potassium result of 8.5 mmol/l, retest of 3.9 mmol/l; initial sodium result of 147 mmol/l, retest of 141 mmol/l. There is no impact to patient management reported. Customer normal ranges: sodium= 135-145 mmol/l; potassium= 3.5-5.0 mmol/l; chloride= 98-107 mmol/l.